Event description:
It was reported that this implantable pacemaker device recorded pacemaker mediated tachycardia (pmt) episodes that appears atrial or sinus driven. This device remains in service. No adverse patient effects were reported. Additional information received which indicated that this device was explanted due to unknown reason. A new device was implanted. No additional adverse patient effects were reported.